Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks outside of an isolated episode. The patient was subsequently hospitalized for 3 days, where the physician decided to change the medication. The patient was then discharged home with safety netting advice. This s-ICD remains in service and no additional adverse patient effects were reported.